Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a device check was performed, due to no intrinsic ventricular beat a procedure will be performed to add an additional right ventricular (rv) lead. A lead fracture was suspected when it come to this rv lead. No adverse patient effects were reported. Additional information noted that a revision took place and a new rv lead was added, the existing rv lead was not explanted. A lead fracture was not confirmed. The device was also explanted due to no ventricular intrinsic beat and will not be returned.